Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8700a, lot# j91086867, implanted:(B)(6) 1992, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine 5mg/ml; 0.7mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016 (month and year are accurate). It was reported the patient had an increase in back pain with normal daily activity. Troubleshooting included retrieving the logs. A dye study was performed and results were the physician was unable to remove fluid or inject through the catheter from the access port. Surgical intervention was planned but was not yet scheduled for a potential catheter replacement. The issue was not resolved. Patient status was alive; no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.